Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The cause for the reported malfunction is very likely due to wear and tear; induced by thermo-mechanical fatigue. But also improper handling (impact, drop, fall) might have caused this malfunction. It cannot be determined whether there was advanced wear and tear or a pre-existing damage. Furthermore, it cannot be determined whether the final damage was triggered in the course of the procedure or during reprocessing. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The referenced device was not returned to the service center for evaluation. Therefore, the cause of the reported event could not be conclusively determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The service center was informed that during a procedure, the distal tip of the inner sheath broke off and fell in to the patient. The piece that broke off was retrieved from the patient. There was no patient injury reported.

Manufacturer narrative:
The OEM (oste) conducted a DHR-review. The referenced device was manufactured on february 2018. The manufacturing and quality control reviews were performed for the affected lot number without showing any non-conformities or deviations regarding the described issue.